Event description:
On (B)(6) 2011, a (B)(6) female pt with an underlying medical history of degenerative disc disease underwent a posterior cervical fusion with mass screws. A mayfield triad skull clamp (a1108) along with adult disposable integra skull pins (a1072) with lot number 1095391 or 1103797 were used. No stereotaxy device was used. The pt was in a prone position during surgery. The disposable pin bent while in use, allowing the pt's head to slip and cause scratches on the right temporal area with pressure indentation on the forehead. Surgery was already completed when the incident was discovered. No medical intervention was required. No delay in surgery was reported.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.